Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient fell sometime post-op and the 13mm screw at c3 was confirmed to be backed out from the construct. A revision surgery was performed to remove the backed out screw and implant. No other patient complications were reported.